Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of (B)(4) per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported by the patient's parent the pod was removed due to irritation and redness at the insertion site (arm). The irritation was noticed one day into pod wear. The patient visited the doctor and was prescribed bepanthen plus cream for treatment. A new pod was successfully applied.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or housing that could have contributed to the reported infusion site event. The pod data indicated no struggle to deliver insulin. The exact cause of the infusion site event could not be determined.